Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient was implanted with a matrixmandible reconstruction plate on (B)(6) 2013. The plate was noted as broken on (B)(6) 2013. Revision surgery to be performed on an unknown date. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Patient age reported as (B)(6). Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found.(B)(4)